Manufacturer narrative:
Co rep evaluated the unit. Corrections included replacement to the system's power supply and hard drives. Unit was calibrated and safety tested to factory's specifications.

Event description:
Customer reported an issue with pt net central station, which may have affected telemetry monitoring. No pt injury was reported.